Event description:
Catheter was placed in 1999. Catheter was noted to have separated and had migrated to the right pulmonary artery. Going through the right femoral artery, the separated segment was snared and retrieved.